Event description:
Neuronetics received a call from a tms provider indicating that a patient felt nauseous and had three (3) focal seizures the evening after her 33rd tms treatment. The patient went to the emergency room the following morning an had a grand mal seizure. The patient was not hospitalized but was prescribed keppra. She was advised to see a neurologist for follow up.

Manufacturer narrative:
Known risk factors for patient include family history of epilepsy (daughter diagnosed with epilepsy), history of taking seizure threshold lowering medications (abilify and prozac), and a febrile illness at time of treatment and subsequent seizures. Additional risk factors for seizures such as dehydration, lack of sleep, alcohol, caffeine, or illicit drug use, were not able to be obtained. While a definitive cause cannot be established, the patient's known risk factors likely predisposed her to the seizure event.